Event description:
In 1999 - medical device adcon-l. Packing - aluminum. Now developing alzheimer's like syndrome. Adcon-l-injected in left l5 - s1 epidural spinal. Near as death in 2002. Not reported by md.